Manufacturer narrative:
The customer reported that the psg nk rme adult spo2 fingertip probe, caused visible burns to a patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 d4 the UDI # does not include the sn (pi #), as attempts to obtain the sn were made, but not provided. Attempt # 1: 0708/2026 emailed the customer for the information in the ni list above: on 7/10/2026 they requested a phone call. Attempt # 2: 07/10/2026 called and emailed the customer for the information in the ni list above: the customer stated to call him on mondays. Attempt # 3: 07/13/2026 called multiple times, left a voicemail, and emailed the customer for the information in the ni list above: no reply was received. Attempt # 4: 07/20/2026 called the customer and left a voicemail for the information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the spo2 finger probe: psg sleep unit / amplifier / junction box. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no.

Event description:
The customer reported that the psg nk rme adult spo2 fingertip probe, caused visible burns to a patient.